Manufacturer narrative:
As the lot number for the device was provided, a lot history review is currently being performed. The sample returned to the manufacturer for inspection/evaluation and photo also received for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model u415064rx pta balloon dilatation catheter allegedly experienced material rupture. The information was received from a single source. One patient was involved with no reported patient injury. Age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation as well as two photos were provided and reviewed. The investigation for the reported balloon rupture was unconfirmed.the definitive root cause for the reported balloon rupture could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model u415064rx pta balloon dilatation catheter allegedly experienced material rupture. The information was received from a single source. One patient was involved with no reported patient injury. Age, weight and gender were not provided.